Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No problems or issues were identified during this device history record review. Pictures were received one showed a cassette it was observed that the bag was protruding. A picture showed a pump with a cassette attached and displayed an error message. The video received showed a pump with a cassette attached paused, once the pump was initiated the alarm was activated. No root cause was determined due to no product was returned for analysis. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump alarmed reservoir pump does not work. No patient injury was reported.